Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a malpositioned metal liner and leg length discrepancy. Osteolysis was also reported. Litigation alleges that the patient suffers from pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, dislocation, and lack of mobility. Ppf alleged elevated metal ions. Doi: (B)(6) 2007; dor: (B)(6) 2011 (right hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 1862361. Device history batch: null. Device history review: a device history record (DHR) review was conducted previously on (B)(4). The DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance.